Event description:
It was reported that defects were identified during manufacturing process.defects: residual resin, smudged print, missing gasket, foreign objects, ink stains, scratches, burrs.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
It was reported that defects were identified during manufacturing process. Defects: residual resin, smudged print, missing gasket, foreign objects, ink stains, scratches, burrs.

Manufacturer narrative:
(B)(4) follow up for device evaluation: it was reported there were defects were identified during manufacturing process. To aid in the investigation, one hundred ninety-one samples bulk packaged in eight different plastic bags and seven photos were provided for evaluation by our quality team. The samples are missing or are partially missing either the number '2' of the number '20' in the scale or the 'bd' next to the bd logo. This information was rubbed off. Additionally, seven samples have the syringe rubber stopper missing, thirty-four samples have a dark colored speck of embedded degraded resin on the syringe barrel, and twelve samples have a plastic flash at the plunger rod resin vestige gate. This flash is considered an acceptable imperfection. The seven photos provided show the samples received. No other defects or imperfections were observed. For the rubbing off of the scale marking, this could occur if there was a jam during the assembly process. The missing stopper could occur if the fixture holding the rubber stopper was not properly aligned. The embedded degraded resin in the component typically occurs at the startup or intermittently during the injection molding process. The degraded resin can break loose and be molded into components. The samples will be shown to associates for awareness. Based on the investigation and with the sample analysis the symptom reported by the customer is confirmed.